Event description:
During an incident in 2005 involving a pt, this resuscitator (lsr) was used with a peep valve and the pt suffered from a pneumothorax. Mucus in the tube was suspected, the tube was changed several times, but the situation did not change. The pt was then placed on a respirator and the pt's condition improved. When the resuscitator with peep valve was used again on the pt. The user discovered that the pt's expiration became blocked. The pt has been reported to be well.